Event description:
Following firing when instrument was unlocked, it was found that the bowel was perforated at the right side of the suture line (end to end anastomosis being done). The area and bowel were manually closed.